Event description:
Complainant alleged the device had been attached to the pt over-night monitoring the heart rhythm. The morning the nurse turned the device off and then on and the device powered up without display. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.